Event description:
Reporter indicated that during generator revision surgery, diagnostic testing resulted in high lead impedance. It was also reported that diagnostic testing had resulted in high lead impedance prior to generator revision surgery without any pt adverse events. Lead revision surgery was not performed at the time. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.